Manufacturer narrative:
This follow up report is being filed due to additional information: lot traceability was provided. Reference user facility report mw5148752. The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device performed by (B)(4) does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) warnings, · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per medwatch, it was reported that: patient was met in the pre-op area (history and physical) and consent reviewed and questions were answered he is in transfer back to the operating room he was placed in supine position general anesthesia was administered by the anesthesia department. He was then placed in the dorso lithotomy position and prepped and draped in the normal sterile fashion a well-lubricated 20 french sheath with 30-degree scope was inserted to the urethra passed into the bladder lumen. The bladder was evaluated entirety and there was no tumors seen. At this point I noted that the ureteral orifice was extremely small. I did attempt to get the pollick past, but I was unsuccessful therefore I did have to pass a 3.035 glide wire through the ureteral orifice into the renal pelvis. This barely fit the wire. At this point I was able to just maneuver the pollick into the ureter over the wire, but it was difficult. A kidney where the stone was. At this point I placed a second wire and attempted to pass a ureteral access sheath over the wire into the ureter however it would not go, it was again just to tight. Therefore, I did remove the sheath and decided to place a stent for natural dilation and to come back once the ureter was open. Once I replaced the cystoscope was unable to pass a 6 x 26cm double-j stent over the wire. It would not go past the ureteral orifice. I tried to pass the pollick but again it would not go. I asked for a 4.8 cm stent however they did not have this at the hospital. I then attempted to pass a second wire again and passed the pollick over the second wire, but it would not enter the ureteral orifice. I then again attempted to place the stents with a second wire in place, but it just would not budge. I then took the needle ureteroscope and after some difficult was able to get it up over a wire into the mid to proximal ureter. I was at the limit of the scope. I could see that part of the clack hydrophilic black coating was missing. This was an extremely small piece. I was able to see this small piece in the proximal ureter however it did go up into the kidney and because I was at the limit of the scope was unable to go more proximal. Due to the extreme narrowing of the distal ureter I knew I was not going to be able to get a flexible ureteroscope up. Therefore, I removed the needle scope after I replaced a new wire. The cystoscope was replaced, and I was finally able to get a 6 x 26 cm double-j stent over the wire up into the renal pelvis. There was a nice curl distally. The bladder was emptied and reevaluated there is no active bleeding noted. The scope was removed urojet was placed. He tolerated the procedure well and is transferred the post-anesthesia care unit) in stable condition. We will allow the ureter to dilate over the next 3 to 4 weeks and then bring him back for ureteroscopy to remove the stone as well as to remove the small piece of wire coating. Additional information provided 31 january 2024: 1. Was the metallic core wire exposed from the wire? Yes. 2. Do you have photos of the zipwires? No. 3. How was the procedure completed (same guidewire model or different model)? Same model. 4. It was mentioned that the patient will be back for ureteroscopy to remove the stone as well as to remove the small piece of wire coating, - was this follow-up procedure performed? No. - was the small piece of wire coating successfully removed? Yes, patient urinated the small piece out. - how was the small piece of wire coating removed? 4.0 cm.

Manufacturer narrative:
Reference user facility report (B)(6) the device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. Efforts to obtain additional event information, including product availablility and lot traceability, have been made; however, to date no additional information has become available. As noted in the device instructions for use (dfu) warnings, · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per medwatch, it was reported that: patient was met in the pre-op area (history and physical) and consent reviewed and questions were answered he is in transfer back to the operating room he was placed in supine position general anesthesia was administered by the anesthesia department. He was then placed in the dorso lithotomy position and prepped and draped in the normal sterile fashion a well-lubricated 20 french sheath with 30-degree scope was inserted to the urethra passed into the bladder lumen. The bladder was evaluated entirety and there was no tumors seen. At this point I noted that the ureteral orifice was extremely small. I did attempt to get the pollick past, but I was unsuccessful therefore I did have to pass a 3.035 glide wire through the ureteral orifice into the renal pelvis. This barely fit the wire. At this point I was able to just maneuver the pollick into the ureter over the wire, but it was difficult. A kidney where the stone was. At this point I placed a second wire and attempted to pass a ureteral access sheath over the wire into the ureter however it would not go, it was again just to tight. Therefore, I did remove the sheath and decided to place a stent for natural dilation and to come back once the ureter was open. Once I replaced the cystoscope was unable to pass a 6 x 26cm double-j stent over the wire. It would not go past the ureteral orifice. I tried to pass the pollick but again it would not go. I asked for a 4.8 cm stent however they did not have this at the hospital. I then attempted to pass a second wire again and passed the pollick over the second wire, but it would not enter the ureteral orifice. I then again attempted to place the stents with a second wire in place, but it just would not budge. I then took the needle ureteroscope and after some difficult was able to get it up over a wire into the mid to proximal ureter. I was at the limit of the scope. I could see that part of the clack hydrophilic black coating was missing. This was an extremely small piece. I was able to see this small piece in the proximal ureter however it did go up into the kidney and because I was at the limit of the scope was unable to go more proximal. Due to the extreme narrowing of the distal ureter I knew I was not going to be able to get a flexible ureteroscope up. Therefore, I removed the needle scope after I replaced a new wire. The cystoscope was replaced, and I was finally able to get a 6 x 26 cm double-j stent over the wire up into the renal pelvis. There was a nice curl distally. The bladder was emptied and reevaluated there is no active bleeding noted. The scope was removed urojet was placed. He tolerated the procedure well and is transferred the post-anesthesia care unit) in stable condition. We will allow the ureter to dilate over the next 3 to 4 weeks and then bring him back for ureteroscopy to remove the stone as well as to remove the small piece of wire coating.

Manufacturer narrative:
Correction follow up: this follow up report is being filed to correct the previously filed report. The following sections have been corrected: 1. Section d1. 2. Section d4. 3. Section g1.